Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the reservoir leaked into the insulin pump. The mother stated they did not properly screw in the reservoir. Customer's blood glucose was unknown. The mother declined to return the reservoir for analysis.